Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The field support engineer (fse) provided the part number to the customer vie email. The fse reviewed the product manual with the customer via phone. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the push pins had deteriorated cause the fan to be loose. There was no patient involvement.